Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home on (B)(6) 2017. The customer was not hospitalized. The cause of death was heart failure. The caller stated that the customer had diabetes complications; had a low bg of 67mg/dl and then a high of 400mg/dl as he had eaten a lot of sugar from being low. The customer¿s blood glucose was 284 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.